Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. The account reported that the patient had a pulseless electrical activity (pea) arrest and was treated with CPR. The reason for the pea arrest was unknown. The patient was discharged home and was admitted on friday after acute hypercapnic respiratory failure / circulatory shock likely secondary to acute systolic heart failure. It was reported that the patient was currently intubated. It was suspected that the patient had a suction event which led to the pea arrest; however, the account stated that there was no way to know for sure. The system controller event log file captured no atypical alarms or trends in pump parameters. The pump appeared to function as intended. As of (B)(6) 2019, the patient had since been extubated and was in the step down unit. The device operated as intended. It was reported that the device did not contribute to any of the reported issues/symptoms that the patient experienced. The patient remains ongoing on vad support. Respiratory failure is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU states that there may be risks associated with performing external chest compression, in the event of cardiac arrest. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pulseless electrical activity (pea) arrest on (B)(6) 2019. The patient was then discharged home and readmitted for acute hypercapnic respiratory failure, and circulatory shock likely secondary to acute systolic heart failure. The patient was intubated but has since been extubated and on a step down unit. Manufacturer's technical services reviewed the log files and no unusual event was observed. No further information was provided.